Manufacturer narrative:
If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported the tracheostomy tube had a broken flange. The pt was recannulated.